Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.